Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and re-greased. The image intensifier power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system made a load popping noise then had no image during a case. No patient injury was reported.